Manufacturer narrative:
Device passed displacement test and self test. No pump error 4 anomalies noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and the motor arm was unable to communicate with the main arm alarm. Customer advised they received the low level failure alarm during the self test and the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.